Event description:
One pt with discrepant calcium results, initial result 11.1 mg/dl, repeat gave 9.8 mg/dl (different analyzer, different methodology). The initial result was reported, the pt was not adversely affected. The field svc rep was unable to determine root cause. Performance tests were performed.